Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the pump was received with the keypad detached. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all of the keypad buttons were unresponsive when pressed and none of the keypad buttons had normal spring back or click. On examination, contamination was present under the contacts of all the buttons and the keypad flex was detached from the pump base. Complete testing could not be performed due to the damaged keypad flex.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button is reportedly sticking when pressed. The pt claimed the button has to be pressed very hard and several times for a response. The keypad is intact. There was no adverse event associated with this complaint.